Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance (cps) one (1) cl non-dehp solution set 10dpm76" y @ 6" w/2pc ll in which, "the port would not permit the nurse to push the needle in; it was jammed." No injury or adverse event is reported or medical intervention was reported. No further information is available at this time.